Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequent urinary tract infection, spotting and urinary frequency. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6), md.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6), md.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy, lap. Lysis of adhesions on (B)(6) /2011 due to dysmenorrhea, menorrhagia, pelvic pain, abdominal adhesions.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a laparoscopic bilateral tubal ligation during mesh implantation. It was reported that post implantation the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, malodorous vaginal discharge, skin rash and emotional distress. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to pain and erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.